Manufacturer narrative:
(B)(6). The customer stated that due to the elevated results the patient was admitted to hospital and underwent a stress test. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse stated he observed no issues with the instruments performance. The cause of the erroneous results could not be determined, the access accutni+3 reagent was not returned to bec for testing.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)). Initial draw, designated as sample one (1) of this patient, generated results within the normal reference range of the access accutni+3 assay. A second draw, designated as sample two (2) of this patient, generated results above the normal reference range for the assay. Repeat analysis of sample two (2) on the laboratory's alternate access 2 immunoassay system (serial number unknown) generated a lower result within the assay's normal reference range. A third draw, designated as sample three (3) generated results within the normal reference range of the assay. The initial elevated access accutni+3 result from the second collection draw was reported out of the laboratory. The customer stated that due to the elevated results the patient was admitted to hospital and underwent a stress test. The customers access accutni+3 control results were within specification on the day of the event. The samples were collected in lithium heparin tubes and were centrifuged at 3,000 rpm (revolutions per minute) for six (6) minutes. Customer reported no visible issues with the integrity of the sample.